Event description:
It was reported that tandem mobi pump generated cartridge alarm during cartridge loading, and customer experienced high blood glucose as indicated by a ¿high¿ reading with exact value unknown. Customer switched to backup insulin pump therapy using an omnipod system, and there was no additional information provided regarding any need for medical assistance or other health outcomes. Technical support arranged shipment of replacement in-warranty pump. Customer will use a backup pump.